Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that rep received a phone call saying that patient was at the healthcare provider's (hcp) office. Patient says that the system helps when it¿s working. An impedance test indicated electrodes 11, 14 and 15 red high. She had a recent fall. Those electrodes were being utilized in all of her programming so rep reprogrammed. Patient came in using group b with two programs. Unfortunately the 8-15 lead causes rib stimulation. Rep was able to get good bilateral back coverage with the 0-7 lead. Patient is currently using group c with one program, which reduces her energy needs by 50% 3-4+5+ pw 450 r 40 a 4.1 good back and bilateral leg coverage adaptive stimulation was adjusted. Rep went over all aspects of the system including charging and programmer.